Event description:
Customer reports back to back testing on the compact plus system with results of 181mg/dl and 701mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.